Event description:
A dialysis facility reported excessive fluid removal from a pt during a hemodialysis treatment. The pt lost 1.6 kg. More than what was aimed for. The pt complained of cramps and hypotension during the treatment. He received 1300 ml. Of normal saline and was stable upon discharge. There was no serious injury.